Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that data sync failure during download attempts on the health site viewer. The field service engineer (fse) attempted database reset, but synchronization issue persisted. Further troubleshooting identified network configuration issue and changed network setting to half duplex, after which the data sync completed successfully and synchronization was restored. The system functioned as intended after the field service engineer had repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the device displayed a "download stopped" status. Upon logging into the device and checking the sync status, some communication activity was observed. However, there were no delays or adverse events or injuries reported based on this event.